Event description:
Reporter indicated that a vns pt had returned to the office with different settings than those he had programmed the pt on at the pt's last office visit. The reporter later indicated that this was likely due to a faulted systems diagnostics occurring which reset the pt's settings. Attempts for a copy of the flashcard to obtain programming and diagnostics history are currently in progress. Attempts for device information are currently in progress.